Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 12 mmol/l. The reported stated that the device had not been exposed to moisture and had not been pressed for longer than 3 minutes. Alarm was unable to be cleared. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed button error due to moisture damage keypad traces. The device was received with cracked display window corners and reservoir tube lip, as well as a scratched lcd window.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.